Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use for a procedure performed on (B)(6) 2018 . According to the complainant, during preparation, the laser fiber was noted to be broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on october 8, 2018 that a flexiva 200 laser fiber was opened for use for a procedure performed on (B)(6) 2018 . According to the complainant, during preparation, the laser fiber was noted to be broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 248.3 cm from the top of the connector to the break. The second piece measured approximately 62.4 which includes the entire distal tip. This both pieces include kinks. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.